Event description:
When physician went to remove the drain, it broke off as it was being pulled away from the axillary wound. The patient went to the or for retrieval of the drain which was easily removed.